Manufacturer narrative:
The ventilator was returned to the third party service ctr for eval. The ribbon cable to the lcd screen was found to be loose. The device's ribbon cable was reattached to the lcd screen to address the issue.

Event description:
The MFR received info from a third party service ctr alleging a ventilator would not boot up. The device was not in pt use.